Event description:
The device was used during an esophagectomy procedure. Reportedly, the staples did not form properly. The surgeon applied another device to complete the procedure. The hosp has reported no patient injury occurred.